Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too often (more often than every 8 days which is estimated recharge interval). The rep asked to patient not to charge until the ins gets low. The recharged the ins to 100% the night prior to the report it was at 90% the next morning. The ins was programmed to 3.7 ma during the day and 1.7 ma at night with 450 pw and 60 hz. The patient has multiple groups but mostly uses 1 group. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause was not determined. No steps have been taken to resolve the issue, and it is unknown if the issue has been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause was still unknown and that the issue had not been resolved. The patient noted that they were told to charge the recharging unit to maximum before attempting to charge the ins. No patient complications were reported.